Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was interrogated when loss of pacing was observed on telemetry strips. Several ventricular lead noise episodes were noted. Patient has history of av node ablation and low underlying intrinsic rhythm. Lead was capped and replaced on (B)(6) 2019. The patient tolerated the replacement procedure well and was discharged in stable condition.